Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at about 6:30pm. As part the patient's diabetes regimen, the patient claimed she is on oral medications of metformin pills with diet/exercise. Despite the alleged issue, the patient claimed she continued to take her usual dose of medication. Approximately 1 ½ hours later, the patient claimed she developed symptoms of blurry vision; however, denied seeking medical treatment. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked through a retest. The alleged issue was resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.